Manufacturer narrative:
Upon receipt, the device was interrogated, confirming the device status eri. The device was implanted for 35 months and 18 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed that the device activated the eri status because it detected invalid memory content in the live-holter of the device during an automatic signature check. The origin of the invalid memory content is unk. However, it is very likely the memory corruption was caused due to external influences. In general, the device is equipped with the ability to detect and repair invalid memory content. In the case that there was non-repairable invalid memory content found in the live-holter the device will, by design, activate the device status eri to avoid an incorrect automatic longevity calculation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the analysis of the ICD revealed, that the device was performing according to specification. The device activated the eri status after the detection of non repairable invalid memory content in the live-holter. The ability of the device to deliver therapies was not affected by this action. There was no indication of a material or manufacturing problem.

Event description:
The device is suspected to be reporting inaccurate longevity calculations. The device remains implanted. On (B)(6) 2011 - this device was returned with info that it was explanted because it was at eri indication and was programmed to high pacing outputs. Based on the explant of the device, this now meets our medwatch reporting criteria.